Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt and an ar-5100-08 graftbolt broke as the surgeon was pulling on the tightrope. The case was completed using another ar-1588rt acl tightrope rt and an ar-5100-08 graftbolt. All the broken fragments were successfully removed. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the button titanium was returned from the acl tightrope® rt and edges were chipped. The blue suture and #5 uhmwpe coreless were not returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. Per dfu-0147-8 rev 0 - g. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.